Manufacturer narrative:
As reported, the capsure fixation devices blocked (jammed) and the devices were not able to fire/deploy anymore fasteners. The subject device was returned along with multiple loose fasteners. Functional and simulated use testing found the device to function as intended. Evaluation of the returned loose fasteners finds dried blood on the cap, others where deformed (stretched out and compressed) from forces applied. Based on the returned condition the failure mode appears to have been associated with inadequate deployment of the fasteners and not a mechanical jam of the mechanism with failure to deploy. It is unclear what may have caused or contributed to resultant inadequate deployment of the fasteners. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This MDR represents the capsure (device #2). An additional MDR was submitted to represent the capsure (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during rectopexy procedure, the capsure devices (device #1 & device #2) "blocked/not able anymore to fire tacks". It was reported that the device deployed 4 to 5 more or less successful but still the surgeon does not have good feel while firing. It was reported that the problem occurred nearly for every firing and the surgeon has attempted dry firing to check whether the problem re occurred. There was no patient injury.